Event description:
As reported to manufacturer per facility submitted MDR: "a case of twins where the heart rates were very similar, so a 20 bpm offset was applied to the display for one channel in the tracing. Ultrasound was utilized for the placement of the two external transducers to monitor each twin to assure that they were directly over the hearts being monitored to maximize signal strength to the transducer. Both fetuses were in vertex position with backs up, and remained that way through the labor. On retrospective review, it is clear that the monitor (a) over one fetus ("a") seamlessly shifted its display to reflect the other fetus ("b") the display shifted back and forth between the two until it ultimately selected only b as its display. The nurse manipulated the transducer to where it did briefly pick up baby a and demonstrated severe bradycardia. An emergency cesarean section delivery was performed. The outcome was severe hypoxia/acidosis and neonatal death. The reportable nature of this event was not determined until [user facility] met with the manufacturer 01/26/2007."

Manufacturer narrative:
Manufacturer met with hospital staff and risk manager on 01/26/2007. Hospital staff describe reliance on the ge healthcare's centricity perinatal quantitative sentinel (qs) 10-minute display view, not the fetal monitor paper, as being a contributing factor in "missing" some changes in the tracing, i.e., the switch to recording a maternal rate instead of the fetal rate. Clinical and technical representatives from ge healthcare reviewed the tracings from the incident and determined that the monitor functioned as designed. The monitor recorded rates that were consistent with either the fetus or the mother. It appears that the clinical staff relied on the current 10-minute display without reviewing history for any changes in baseline and variability. Ge healthcare provides an explanation of the potential to monitor the maternal heart rate in the product labeling. Ge healthcare clinical representative reviewed these features and product limitations with the hospital staff present in the meeting.